Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is the combined initial and follow-up report.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: rep. Wasn't present for the case. Stated that as the cd001 was being extracted through an applied 11 mm trocar incision cite, the bag broke and ruptured. The bag film was broken. The specimen was within the bag at the time of bag breakage. The specimen did fall out, but another inzii bag was deployed to retrieve the specimen without any further issues. The bag didn't fragment. The bag broke when the bag was being pulled through the port site. The port site wasn't enlarged prior to the bag break. There was no patient injury and the product isn't expected to return as it was immediately disposed of after the procedure. Additional information was received from applied medical account manager, via e-mail on november 13th, 2019: rep. Was present for the case - just not during bag deployment and rupture. The location of where the bag ruptured can't be confirmed. Patient status: no patient injury occurred. Type of intervention: deployed another bag to retrieve the specimen without any further issues.